Event description:
Reporter alleged obtaining a result of 216 mg/dl on the aviva system compared back to back with a result of 112 mg/dl on the professional system when testing was performed within 10 minutes. Reporter also alleged that she drank orange juice forty minutes prior to the readings and she ate a sandwich just prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.